Event description:
Reference number (B)(4). Event occurred in the united states. On 07-july-2024, it was reported that the patient was hospitalized due to low blood glucose. Patient's current blood glucose level was found to 29mg/dl. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country:united states.